Manufacturer narrative:
This report is submitted on february 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the electrode array was found to be partially inserted into the cochlea; subsequently the patient underwent revision surgery (date not reported) to reposition the electrode array.